Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed decreasing the leak to mild-moderate. Subsequently, a second valve was implanted valve-in-valve resulting in mild pvl. No adverse patient effects were reported.